Event description:
It was reported that, "stryker triathlon left knee system. Patient cannot straighten her knee ever since the surgery. She also cannot kneel on her knee at all. Surgeon manipulated knee on (B)(6) 2008. Patient will be seeing a new surgeon to consult about possible options and/or replacement. Patient has medical records but does not see a surgery sheet with catalog numbers and lot codes. Patient will be contacting surgeon's office and hospital again to try and retrieve all documentation."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. The investigation concluded that the reported event is likely the result of clinical factors. No medical information was provided for investigation. However, discussion with the patient indicated her doctor believes a fatty deposit may be causing her pain. A revision surgery is scheduled for (B)(6). The investigation will be re-opened following the revision surgery when additional information is provided for review. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.